Event description:
Operating room supervisor reports patient was scheduled for thyroid lobectomy, and possible total thyroidectomy. Procedure requires special nim monitoring endotracheal tube. Anesthesiologist intubated patient with xomed nim endotracheal tube and experienced increased resistance upon ventilation of patient. Patient was extubated, airway maintained, and at no time was airway compromised per anesthesiologist. Patient reintubated with same tube and experienced same outcome specific to ease of ventilation. Patient extubated again, and airway maintained. New endotube, exactly the same as first, was utilized on third intubation, and again resistance to ventilation was experienced. Anesthesia machine checked for proper functioning by anesthesia tech, and found to be operating within normal parameters. Patient intubated for fourth time utilizing a standard endotracheal tube ( i.d. 7.5), and normal ventilation occurred.manufacturer response for nim contact emg endotracheal tube 7.0mm i.d x 10.5mm o.d (31 fr), xomed: manufacturer will be notified by means of this medwatch. Devices are available for evaluation purposes upon request.